Manufacturer narrative:
(B)(4). Method: the complaint iw990 infant warmer was returned to fisher & paykel healthcare service centre in (B)(4) for service. The complaint device was visually inspected by a trained f&p technician and photographs were provided to us for our investigation. Our investigation is based on the photographs and information provided by our service centre in (B)(4). Results: during the service, it was noted that the unit's power fail alarm did not function when the unit was disconnected from power. The root cause was identified to be the failure of a capacitor on the pcb board. Service of the device also revealed that the upper and lower head case of the infant warmer was cracked. Conclusion: the subject iw990 infant warmer was released for distribution in 2001 and thus is a 17 year old unit. It is likely that the cracking of the subject warmer head was caused by impact damage. It is likely that the replaceable super capacitor on the pcb board wore out over time. The super capacitor's function is to store sufficient electrical charge to power the warmer's visual and audible alarms in the event of a failure of mains power. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications. The subject infant warmer was repaired and was returned to the customer after passing all the required safety and performance tests.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that the power fail alarm of the iw990 wall mount infant warmer was not working.